Event description:
It was reported that a pump alarms constantly for air-in-line. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed the ultrasonic sensor reading to be below specification caused by a failed upstream sensor. A low ultrasonic sensor reading will cause the pump to become more sensitive to air in the IV set. The ultrasonic sensor was replaced.